Manufacturer narrative:
The event date has not been provided by the facility. This information will be provided in a follow-up report if and when made available. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that brown particles were found inside the oxygenator during a procedure. This event was reported to the manufacturer of the oxygenator, who reportedly indicated after conducting a device analysis that the particles came from the sorin heater-cooler system 3t that was used during the same procedure. The facility has not provided the clinical outcome of the patient. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that brown particles were found inside the oxygenator during a procedure. This event was reported to the manufacturer of the oxygenator, who reportedly indicated after conducting a device analysis that the particles came from the sorin heater-cooler system 3t that was used during the same procedure. The facility has not provided the clinical outcome of the patient.